Event description:
It was reported that during peri-operative tests on two devices, the charge times exceeded 10 seconds. Another attempt for capacitor charging resulted in acceptable values of charge times, but battery voltage dropped to values 3.09v and 3.14v. The devices were not implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) no anomalies were found. (B)(4) no anomalies were found.